Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot qualification records were reviewed, and the product lot met all acceptance criteria. The omnipod user guide warns, "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."

Event description:
The customer's mother reported that her daughter's pod was activated at 8:48 pm on (B)(6). At 10:19 pm, her blood glucose results was 216 mg/dl and she took a 0.35 u bolus. The mother said that her daughter normally has a higher result after pod activation. On (B)(6) at 7:53 am, her result was 315 mg/dl. She consumed 36 grams of carbohydrate and took a 3.75 u bolus. At 10:06 am, her blood glucose result was 561 mg/dl, and the pod was deactivated. The mother stated that the cannula was bent at a 45-degree angle.